Manufacturer narrative:
As reported, capsure fixation device failed to fixate and fastener sticking out of the shaft. Received with the device were two loose deformed fasteners confirming the reported event of failed to fixate. A functional and simulated use testing could not be performed due to the as received condition of the device. The device is jammed due to significant blood and debris on the inner cannula. A definitive root cause as to why the fasteners deformed in use and failed to fixate could not be determined due to poor sample condition. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the first fastener of capsure fixation device did not fixate properly and the second fastener was sticking out of the shaft tip which was fired outside the abdominal cavity. It was reported that no more fasteners got fired. There was no reported patient injury.